Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with diagnostics anomaly via merlin. Net transmission. Review of the episodes revealed that the patient's rhythm was in the vt zone preventing therapies from being delivered regardless of the svt discriminators. The patient has a history of af with rvr that could be the issue. Further actions will be discussed with the physician. The patient will continue to be monitored.